Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the implantable cardioverter defibrillator (ICD) was exhibiting post-paced t-wave oversensing. No changes or intervention was reported. The patient condition was unknown.

Event description:
New information indicated that another occurrence of over-sensing was noted on a remote transmission. The patient presented to the clinic and device reprogramming was made to address the over-sensing. The patient was asymptomatic.